Event description:
During a routine device exchange, the set screw was difficult to loosen when attempting to disconnect from the right atrial (ra) lead. After using additional force and a new torque wrench, the ra lead was able to release. However, the set screw for the right ventricular (rv) port was unable to loosen. The rv lead was cut and a new device and rv lead were implanted to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of unable to loosen the v-setscrew to disconnect the lead was confirmed. Analysis revealed the setscrew had been stripped by the physician which prevented them from being untightened. The v-setscrew had been over-torqued by the physician at implant which contributed to it being stripped when trying to untighten it. Next the damage done to the connector block by the physicians pushed up metal from the block up into the setscrew threads which prevented the setscrew from turning to be untightened. These are anomalies related to the user which resulted in the problem of untightening the setscrew.